Manufacturer narrative:
User facility will not release device for analysis. Add'l info from the user facility report: (B)(4) 2011 and (B)(4) 2011, bd regular bevel needle, regular bevel needle, (B)(4).

Event description:
A (B)(6) yr-old male underwent ultrasound-guided intramuscular trigger point injection (total 15 mm bupivacaine 0.25% instilled in 1 ml aliquots) in the posterior thoracic area, left side, for pain (level 8/10) that is aggravated by physical activity. Ultrasound visualized the 30 gauge, 1 inch b&d needle tip throughout the procedure. At the end of the procedure, the needle was broken from the base and left in the left paravertebral subcutaneous area. The physician was unable to find and retrieve the needle in the office setting. The needle fragment was approx 2.3 cm long. The pt was transferred to the special procedures unit of the hospital, where under local anesthesia and fluoroscopic guidance, the needle was removed from the subcutaneous area. The procedure required a 1.5 inch incision. The pt tolerated the procedure and was discharged home from the recovery room later the same day, (B)(6) 2011. The retrieved needle was sent to the pathology dept.